Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the transmitter gave intermittent out of range signals that lasted for 30 minutes to 2 hours each on (B)(6) 2014. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.